Event description:
It was initially reported by the physician that the pt was recently implanted and explanted due to increase in seizure activity. Pt was hospitalized due to increase seizures and then had his vns explanted. No pt info was provided. Good faith attempts to obtain additional info has been unsuccessful till date.